Event description:
Journal reference: maranki jl, lytes v, meilahn je, et al. Predictive factors for clinical improvement with enterra gastric electric stimulation treatment for refractory gastroparesis. Dig dis sci. 2008;53(8):2072-2078. The objectives of this prospective study were to determine the clinical response to enterra gastric electric stimulation (ges) in patients with refractory gastroparesis and to determine factors associated with a favorable response. F/u data were available for 28 pts, with average f/u of 148 days. Ges resulted in clinical improvement in 50% of pts with refractory gastroparesis. Three clinical parameters were associated with a favorable clinical response: diabetic rather than idiopathic gastroparesis, nausea/vomiting rather than abdominal pain as the primary symptom, and independence from narcotic analgesics prior to stimulator implantation. This study sowed that the use of narcotic analgesics was associated with a decreased response to enterra ges. Reportable event: one patient had a seizure.